Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that the electronic medical record (emr) was reviewed and no interventions were performed on the patient. The ccc specialist dispatched a siemens customer service engineer (cse) to the customer's site. The cse completed a total service call, aligned the probes, and identified the solenoid valve for aspirate probe 2 would intermittently stay open and cause the diluter (d2) to leak. The cse replaced the solenoid valve and 5ml (millilitre) diluter and performed a successful prime for d2. The customer processed a quality control (qc) run for verification and identified the instrument is operating within specifications. A headquarter support center (hsc) specialist investigated the issue and determined that the dispense port 2 diluter and solenoid valve are not the cause of the discordant result. The cause of the discordant falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported and questioned by the physician(s). The customer stated that the patient was admitted to the cardiac care unit due to the elevated result. The customer performed repeat testing on the same system and alternate instrument. The repeated results were lower and a corrected report was issued. There are no known reports of additional patient intervention or adverse health consequences due to the falsely elevated tni-ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00318 on 10-august-2018. Correction (13-august-2018): updated to reflect the correct units of measure that are used by the customer.